Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the operation room (or) staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report persistent error code 86. The surgeon was not willing to troubleshoot and opted to convert the procedure to laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue and replaced the intuitive surgical core power distribution (ipd) redundant power tray assembly to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the replaced part to perform failure analysis. The part was installed and tested on an in-house system. The part was programmed and the test system started at normal mode with error 86 triggered during idle. This confirms the customer reported issue.